Event description:
It was reported that pump displayed malfunction code malf 1 with associated fault ID and that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, attempted pump reset with guidance, and experienced recurrence of same malfunction, so customer was advised to switch to multiple daily injections as backup therapy while pump replacement was arranged under warranty, with instructions to place malfunctioning pump in storage mode, return it using prepaid label, and then program pump settings and reconnect continuous glucose monitor on replacement device.